Manufacturer narrative:
Information relating to the primary mrk implant has been requested. The bespoke and the explant have also been requested back for investigation. The device history record relating to the manufacture of the bespoke has been reviewed ((B)(4)) and did not identify any non-conformancies. Note: the bespoke is not registered within the u.s. When further information is available, an additional report will be submitted. No mrk product is currently supplied within the u.s.

Event description:
A notification was received stating that an mrk¿ size 2 femur (and bespoke guides for case (B)(4)) (left) was revised to a hinged knee within 1 month of the primary operation. The primary operation date was reported to be (B)(6) 2017. It was stated that osteophytes prevented proper fitting of a bespoke femoral guide. With application of force, the guide was fitted to the patient anatomy and appeared to fit securely despite a fracture [of the guide] at the top right. The procedure was continued with the bespoke having guided the cutting guide positions, however the anterior femoral cut introduced a large notch. (B)(4).